Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including comorbidities included dyslipidemia, diabetes, hypertension, atrial fibrillation. Complications reported included arrhythmia, cardiogenic shock, death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "outcome improvement with last-generation devices in mitral transcatheter edge-to-edge repair: insights from the real-world mitraclip florence registry" was reviewed. The article presented a retrospective single center study, to evaluate the safety and efficacy of the latest generation of mitraclip compared to earlier models in the real-world mitraclip florence registry. The primary efficacy endpoint was a comparison in terms of the rate of successful procedures, the time to device deployment and the duration of the hospital stay. The secondary safety endpoint regarded long-term all-cause mortality and hospitalization for heart failure. Devices mentioned include mitraclip. The article concluded that the mitraclip g4 system in the real world for the treatment of severe mr is safe and effective, achieving immediate and durable procedural success, accompanied by an improved nyha functional class. Moreover, a better long-term survival rate was observed, along with a comparable high rate of recurrent hf hospitalization, reflecting a high comorbidity burden in this frail population. [The primary author and corresponding author was nazario carrabba at careggi hospital institution with corresponding email n.carrabba@virgilio.it]. The time frame of the study was january 2016 to june 2022. A total of 131 patients were included in this study, of which 131 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included dyslipidemia, diabetes, hypertension, atrial fibrillation. (B)(6), unk mitraclip: peri- and post-procedural complications included arrhythmia, cardiogenic shock, death, heart failure, prolonged hospitalization.